Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there was a missing single component, a paste-like, thixotropic adhesive on the forceps cover, and a cut on the pink rubber. There was no patient involvement.